Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis reported event rupture/ capsular contracture/ wrinkling was reviewed on 25-may-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Wrinkling: not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Physician reported right side breast pain, implant rupture, lobulated implant, and capsular contracture, grade IV. Device remains implanted.